Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system. Customer was assisted in troubleshooting for prime rewind. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was unable to exit preparing to prime loop. Customer stated that piston never made contact with reservoir and that the battery was also taken out and reinserted. Customer stated that the insulin pump was probably dropped or bumped prior to alarm. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but prime alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.